Event description:
A customer reported calibration failures due to low light units, while running ca 15-3 assay. The investigation determined this event is consistent with a malfunction which could cause false negative troponin I, ckmb and beta-hcg pt results to be reported. Pt samples were not being processed at the time. There was no report of harm as a result of this event.